Event description:
A (B)(6) male pt contacted zoll customer support to report constant connect belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (constant connect belt messages) has been confirmed. The cause for the constant connect belt messages is a damaged trunk cable connector. The root cause for the damaged trunk cable connector cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged connector. The pt rec'd a replacement electrode belt.